Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The report is filed october 23rd, 2015.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015, due to a decrease in electrode function. Prior to explantation the cochlear implant was evaluated on (B)(6) 2015, using the integrity test system. The results indicated no evidence of malfunction of the receiver/stimulator. Open circuits noted on multiple electrodes. This report is filed (B)(6) 2015.

Event description:
Per the clinic, the patient was hospitalized in (B)(6) 2014 for four days (specific dates not reported) due to mastoiditis. The patient was treated with IV antibiotics.